Event description:
It was reported that during a da vinci-assisted bilateral salpingo-oophorectomy procedure, the procedure was complicated by small bowel adhesions due to prior surgical abdominal supracervical hysterectomy. The procedure was completed robotically, and the patient was discharged home in stable condition. A few days postoperatively, the patient returned to the hospital with a postoperative ileus. General surgery was consulted, and a bowel perforation was ruled out. The patient's condition improved over the next few days, and they were able to pass flatus, beginning to tolerate a regular diet. After a successful bowel movement, the patient experienced intense pain and became very sick. The patient was taken back to the operating room and was noted to have a rectal perforation. The patient received a colostomy, which has since been reversed, and is doing well. The surgeon does not relate the patient's postoperative course to any product of the da vinci system, as the adhesions during the initial procedure were from the small bowel and the rectal perforation occurred many days later after the patient was noted to be improving.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.